Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leaks (air ingress and loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while retracting the clip delivery system (cds) from steerable guide catheter (sgc), air ingress and loss of fluid column was observed within the guide via the hemostasis valve. Aspiration was performed per standard instructions for use (IFU) and the dilator was able to aspirate the air while it was removed. The procedure was completed successfully. The mr was reduced to grade <1 post procedure. There were no adverse patient effects or clinically significant delay.